Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a poor image, image fault and a blurry image. The issue occurred during service and maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image. The image had white dots, cut in cable unit, buckle on cable unit. Water tightness was lost and disconnection in camera unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut in cable unit the water tightness is lost and there is noise in the image. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.